Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigations. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (medical imaging, returned device, device history record review, complaint history review), it appears that the premature breakage of the pe liner is most probably due to the patient activity (stone sculpting) involving repeated medium- to high-intensity impacts. In addition to this, the surgeon assessment (neck too long) indicates an increased risk of mechanical overstress, and the explant analysis revealed signs of initial intra-prosthetic conflict. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 72-year-old male patient underwent a primary touch implantation on (B)(6) 2022 on the left thumb and a revision on (B)(6) 2025. He has been experiencing thumb pain since (B)(6) 2025. He works as an artisan and he participated in a stone-sculpting course, which involved significant mechanical stress on the hand. During the revision, the pe liner was found fractured at the pole. On closer inspection, it was noted that the edge of the pe was thinner at the pole than on the side, which indicates, as per the surgeon, that the initial neck length was too long. Metallosis was also observed, tissues were sent for lab testing. Since the cup was still in good condition and showed no scratches, the surgeon only replaced the neck.